Manufacturer narrative:
The castvac was received at the MFR for service. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the unit started to smoke during a procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.